Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the customer had a low blood glucose and hospitalized. The customer's blood glucose level was 30 mg/dl. The customer was treated with IV sugar. The customer was admitted at local emt. The customer called the 911 due to a accidental button pushing caused by the scroll warp. The patient was not in an accident. The customer was wearing the insulin pump at the time of 911 call. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.